Manufacturer narrative:
D4: model# corrected to vticmo 12.1 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
B5- per updated information the problem resolved. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -18.00/2.5/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).